Manufacturer narrative:
Further information has been requested, however, the nurse in question does not want to pursue this issue, no medical intervention/monitoring was received and no further information will be supplied.

Event description:
Nurse used device for finger stick on patient and subsequently picked up to dispose unistik in question had not retracted and nurse's finger was struck.